Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). PMA/510(k) number: k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During device inspection the implant mount was identified to fractured.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data. Corrected data: the date returned to manufacturer is february 2, 2023. The wrong date was submitted in error on the initial report, MFR: 0002023141-2023-00685.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One (1) imp,tsv,4.7,11.5,mtx,mg ((B)(6)) and mount were returned for investigation. Visual evaluation of the as returned product identified that a tsvtwb11 and mount were returned outside of its original packaging. The hex of the returned mount was fractured and exhibited a worn-out interface. Based on the evaluation, device malfunction has occurred (fractured mount). Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device/packaging that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the (B)(6) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event. Functional testing to recreate the reported event could not be performed due to the nature of the device and event (fractured mount). Based on the investigation, the most likely cause for the reported event was improper handling by clinician/staff or the clinician was not following recommended protocols for implant placement and final seating. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the implant was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.